Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Customer¿s blood glucose level was 200-300 mg/dl. Tandem technical support made multiple follow up attempts to obtain additional information from customer, but was unsuccessful.